Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed the pump supplies and resumed insulin delivery. Tandem customer technical support informed customer that residual insulin remaining in the cartridge is unusable. Customer understood and acknowledged.